Event description:
Philips received a complaint on the v60 ventilator, indicating that the screen was not functioning. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke to the customer who stated that the touchscreen was not functioning. While in use, the touchscreen was not responsive, so the device was removed from the patient without incident. The issue could not be duplicated in the customer biomedical department. The customer reported that the screen was clean with no impact damage. The rse advised the customer to perform a touchscreen calibration and the calibration passed. No other problems were noted, and the screen was responsive when prompted. The customer stated that the device would be returned to use. In a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was stated that the patient information was unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone #: (B)(6) reporter phone #: (B)(6).